Manufacturer narrative:
No product is being returned for evaluation.

Event description:
It was reported the device "would not attach" during a meniscal repair; and t2 would not deploy. The case was completed using back-up fast-fix devices. The surgeon is a consistent user of the product and is very good with the proper technique. It was confirmed that the t1 remains behind the meniscus and that nothing is being returned for evaluation. The issue caused a 10 min delay.